Manufacturer narrative:
The reported events were device dislodged or dislocated, retraction problem, device sensing problem and capturing problem. Final analysis found that as received, a complete lead was returned in one piece. Upon visual examination, the helix was retracted and clogged with blood/tissue. There were no anomalies found upon x-ray examination. The reported event of retraction problem was confirmed while the reported events of device sensing problem and capturing problem were not confirmed. After cleaning, the helix was able to be extended and retracted when torque is applied directly to the connector pin. The full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported, that prior to clinic follow up. The left ventricle (lv) and atrial leads were dislodged from original locations. And confirmed, via chest x-ray and digital subtraction angiography. On (B)(6) 2024, the lv lead was repositioned. However, the lv lead failed to capture and was replaced with a different lead. During the same procedure on (B)(6) 2024, the helix of the atrial lead failed to retract. And subsequently, replaced with a new lead. Additionally, the atrial lead had showed p-wave amplitude variation and high pacing threshold associated with the dislodgement. The patient was stable throughout the procedure.